Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of possible corneal ectasia at nine months post corneal refractive enhancement. Reporter indicated the patient has had multiple treatments and was referred for a corneal consult. Patient indicated vision is blurred. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be determined as the system is performing within specifications. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.